Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome. Additional info was received from the surgeon, who reported that the pt had one diopter of residual astigmatism. The surgeon indicated that it was unk whether the iol contributed to the event, and plans to rotate the lens after the pt measurements have been confirmed.